Event description:
Artifact present during AED deployment. (B) (4).

Manufacturer narrative:
Method: based on the customer's account of the incident. Result: per the customer, artifact was present during analysis. Device labeling (IFU and voice prompts) provide instructions on how to address artifacts. Conclusion: this report is being filed as it cannot be concluded that recurrence will not cause a delay in therapy.